Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site since the ipg replacement procedure (MFR report number 3006630150-2020-01007). It was also reported that the battery was fairly superficial, however, no skin breakage was noted. The patient underwent an ipg revision procedure and was doing well postoperatively. The device remains implanted.